Event description:
A nurse reported that during vitreoretinal surgery, the ophthalmic forceps could not release the tissue. The surgery was completed on the same day using alternative forceps, and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A review of the device history record (DHR) traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any relevant deviation and that there are no additional complaints associated with it. The returned instrument was received at the investigation site in its outer blister covered with the tyvek foil, showed the lot information. The inner blister, which offer protection during the shipment was not used. The product shows obvious macroscopic signs of damage. Specifically, the forceps arms are significantly bent. The product was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection confirmed the macroscopically noticeable damage and displayed the deformation of the forceps arms in detail. It was found as well that the bonding between tube and sleeve got broken, which corresponds to the reported complaint. The extent of the damage of the arms as well the missing blister suggest that the deformation of the forceps arms was caused during the shipping process from the complainant to the investigation site. However, the point in time when the noticed malfunction occurred can no longer be determined conclusively, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the reported issue cannot be determined. It cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).